Event description:
Customer reported a loud popping sound during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and re-greased the high voltage (candlestick) connectors. System operates as intended.